Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital and replace a pressure transducer pc board. The device was successfully tested and was cleared for clinical use. The replaced pressure transducer pc board has not been returned for further investigations. According to alleged information, the reported technical error code was caused by a defective pressure transducer, however no logs were received and the faulty parts were kept by the customer and have not been returned for further investigation.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the anesthesia system generated a technical error code caused by a faulty pressure transducer. There was no patient involvement. Manufacturer's reference number: (B)(4).